Event description:
Customer reports receiving error 4 message when inserting test strip into meter. The locked freestyle meter was then noted to have switched from locked to unlocked and unit of measure became selectable, though the unit of measure remained in mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Follow up report will be filed if product is returned for evaluation. Customers and retailers have been informed through the fa16may2006 letter.